Event description:
The hearing aid pt developed infections in his ear on 2 separate occasions after wearing the aid. The infections were treated by a dr using eardrops. The aid was returned to be remade with uv curved hypo-allergenic material.